Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located at the distal section of the shoulder of the balloon. The found failure pinhole confirms the reported event. It is possible that interaction with scope and the techniques used by the physician or other surfaces during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated to 3 atm and was increased to 4 atm, it was noticed that the balloon was leaking. The procedure was completed with another cre pro gi wireguided dilatation with a different size. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.